Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the surging stimulation was undetermined after the rep met with the patient. The rep attempted reprogramming. The patient also went through several rom exercises trying to recreate the problem consistently. The stimulator was shut off for 6 hours. The issue has not yet been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins has been giving off electrical surges out of the blue in the patient's waist line. The caller said she should be feeling stimulation down her legs, but sometimes it is in her waist line. The patient thought it was because her battery was run down so she charged it up and it did not do anything. No falls or trauma were said to be related to the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting additional information was received from the patient and the manufacturer representative (rep) reporting that the patient was receiving therapy for pain relief but reported shocking/surging sensations on the left side near their abdomen/waist line (patient normally feels stimulation around their waist line and down their left leg). The patient stated that this was random and had occurred while sitting and walking. They indicated that the this only happened when stimulation was on, but they haven't turned stimulation off for an extended period of time to see if sensation still occurred. The patient stated that the sensation comes and goes quickly like a hiccup. The patient thought the issue might be due to the battery being low, but then stated that the ins was at 40 percent and they charged it. Technical services reviewed the charge level would be unlikely to contribute to the shocking sensation. The patient did mention that they were an active person. The rep reported that all impedances were ¿perfect,¿ around 800 ohms (different electrodes were checked). It was indicated that the rep was with the patient/healthcare provider (hcp) to do further troubleshooting. It was stated that there was no known activity or event that prompt the issue. Reprogramming was performed, but the sensation still occurred. The rep stated that because the patient only had a quad lead, reprogramming resulted in their stimulation being up too high and not providing adequate coverage. It was reviewed to check impedances in various ranges of motion or positions, to palpate along the system and discuss having a x-ray/fluoroscopy done. It was discussed to program around out of range combinations if found. The rep stated that palpating the system did not recreate the sensation. While on the call the patient noted that they felt sensation. Technical services stated that they could try and obtain impedance measurements while sensation was occurring. Technical services reviewed that there could be a potential hidden impedance issue such as a short and may need to consider intra-operative troubleshooting if imaging didn't show any issues. Technical services reviewed that tall components should be compatible but having a pocket adaptor does introduce another possible point of failure. The rep stated that they turned the ins off while the patient was in the office to see if the issue occurs. Technical services reviewed that if the issue occurs with the device off, it may be an unrelated medical issue that the physician would need to examine. The event began about one to two weeks ago (2018). No further complications were reported/anticipated.